Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on ((B)(6) 2024 the patient¿s mother reported the patient was hospitalized for 16 days due to ketoacidosis. The patient did not experience any symptoms but her blood glucose measured 900 mg/dl on the paramedic's meter. The patient was transported to the hospital via ambulance and was admitted. She was treated with insulin and other fluids via IV and was also put on a ventilator. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).